Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. The most likely root cause is black chemistry due to improper storage.

Event description:
Consumer reported complaint for lo blood glucose test results. (B)(6) is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 100-300mg/dl. The customer feels well and did not report any symptoms. Medical intervention is not reported at this time. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of lo and lo. The test strip lot manufacturer's expiration date is 08/26/2017 and open vial date is (B)(6) 2016.the product is stored according to specification. The meter memory was reviewed for previous test result history (the date and time on the meter is incorrect): (B)(6). The customer takes the blood results in the mornings, fasting. There have not been any changes in his diet or exercise.